Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, following deployment and withdrawal of the suture plunger, no sutures emerged. A second proglide was attempted with the same result. Hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), the device is indicated for closing the common femoral artery access site after procedures using 5f to 8 f sheaths. The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. During manufacturing testing of the device, needle trajectory is performed. A sampling of finished devices is functionally and destructively tested to verify the quality of the lot build. It was reported the device was used after the index procedure using a 9fr sheath. The device IFU state: the perclose proglide 6f system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. However, this would not have influenced the reported experience of cuff miss. The evaluation could not conclude that manufacturing, user technique, or anatomical conditions had influence on the reported experience. Based on the reported information, and manufacturing inspection criteria, the cause for this event could not be determined. Review of the finished device lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a lot product quality deficiency.